Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing in the clevis.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable while holding the uterine myoma. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: there was no fragment that fell inside the patient and there was no plan to conduct testing on the patient in response to the event.